Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). No parts have been changed on the ventilator. The evaluation of provided device logs confirms the reported event. The logs show that the ventilator alarmed for high o2 concentration and also in combination with high airway pressure. Alarms for high o2 concentration are generated when the o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. Alarms for high airway pressure indicate that ventilation is ongoing but with higher airway pressure than intended. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use check prior ventilation was started passed without remarks. The root cause of the alarms for high o2 concentration has not been determined.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration during patient treatment. There was no patient harm. (B)(4).